Event description:
It was reported that the ventricular lead exhibited unac-ceptable thresholds. The lead was removed from the apex and a new lead placed onto the septum.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.